Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical service due to low blood glucose on (B)(6) 2022 with blood glucose of 20 mg/dl. The customer's current blood glucose was 220 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated by food, glucose and carbohydrates intake customer had been using insulin pump system within 48 hours of low blood glucose event. Customer reported that the insulin pump was not responding and had a blank display. No further complications were reported. Troubleshooting was performed. The customer will continue to use the device.